Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: what was the procedure? Operative laparoscopy. Was there any energy devices used in the procedure that came in contact with trocar shaft? Unknown. What device went through the trocar? Camera. Was there any torque used? Surgeon said that no unusual torque was used compared to other cases. What is the patient s bmi? Unknown. What is the patient s current status? Patient is at home. Will the device be returned? Product is at risk management. I have called twice to find out the status with no return call.

Event description:
It was reported that during an operative laparoscopy procedure, the housing unit broke off of the trocar and the cannula fell inside the patient at the completion of the case. They were able to retrieve the cannula, but was questioning and concerned about micro-fragments of plastic that might remain inside the patient. The procedure was not completed with any other product. One device will be returned.